Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation caused by the lifevest. The patient described the irritation as red and slightly painful under each armpit. There was no alleged device malfunction. The patient was applying a nystatin powder that was recommended by her home health nurse. The patient reported that the irritation was cleared up after removal of the device.